Event description:
New information available on (B)(6) 2018 states that, the lead was explanted and replaced due to clavicular crush. The patient was discharged.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was noted that the right ventricular lead exhibited high ventricular rate episodes due to lead noise. Lead impedance and threshold were also noted to show acute spikes. Chest x-ray performed noted that the lead was fractured. The lead was reprogrammed. The patient was stable at all moment.

Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis. Visual inspection found the clavicle crush from 26.5 ¿ 27.2 cm from the connector pin in the middle region of the lead. Electrical testing found the outer coil open circuit due to the conductor fracture. The cause of the reported events was noted due to the clavicular crush damage.